Event description:
It was reported the pt felt no stimulation following a fall. The pt had fallen on the kitchen tile one week prior. When the stimulation was turned on after that no stimulation was felt. The device had been off since that time. The change level of the ins was verified and indicated a 50% charge. The parameters were adjusted, but after increasing the stimulation and changing the programs, the pt still did not fell stimulation. The pt had an upcoming appointment with their following physician. Additional info has been requested but was not available on the date of the report.

Manufacturer narrative:
(B) (4)